Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found white foreign material inside the jet tube. In addition, the evaluation found the following; the flexibility adjustment ring, grip, switch box, scope connector cover unit, scope connector case unit and plug unit all had scratches. The suction cylinder had no color, due to a burn on the plastic distal end cover, insulation resistance value at the distal end did not meet the standard value. Due to wear on the angle wire, angulation skips during angulation in the up/down directions. The objective lens had a chip, the light guide lens had a crack and the connecting tube had buckling. Due to clogging of the jet tube in the control unit, water could not be supplied and the universal cord had coating peeling. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope angulation control knob felt too loose and had a distal end defect. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the jet tube had remains of white foreign material inside. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle was not identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.